Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor had been plugged in overnight. Went to do post operative device check, did remote monitor teaching and set up of monitor. Noticed handset had both green and blue light alternating flashing.pushed gray button on monitor and it would not come on. The remote monitor was unplugged and tried to reboot. Monitor still failed to come on. Unplugged and tried another outlet in room without success. When handset was lifted out of monitor it was almost too hot to touch. The monitor was not plugged back in. Decided to return and have clinic order patient a new monitor. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 24952a, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed that the remote monitor was unable to boot up. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.